Manufacturer narrative:
Customer service conducted troubleshooting with the customer, disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verified she was using the correct kit part, verified she was washing and drying parts according to the information for use. Replacement parts were sent to the customer. The customer was contacted by a complaint handler on multiple occasions, including in writing, to get additional information, with no response as of the date of this report. Based on the results of our internal investigation (reference number (B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother's mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2021, the customer alleged to medela llc that her pump in style max flow breast pump had low suction on one side. On (B)(6) 2021, the customer responded via email that she was having low suction with her replacement parts that were sent to her. The customer also alleged that she had a serious case of mastitis a few months ago requiring hospitalization, so she feels she is a greater risk of a repeat infection (this becomes our aware date).